Manufacturer narrative:
Investigation description: complaint confirmed; the touchscreen was unresponsive due to display screen crack.

Event description:
It was reported that the user¿s ilet screen became completely unresponsive shortly before the call, preventing access to the device interface. Symptoms included no adverse clinical effects. Outcomes included no impact to health and no alarms. Investigation included remote troubleshooting and user education. Investigation of this case revealed a nonfunctioning display or touchscreen consistent with an unresponsive screen, and a replacement device was provided. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the display or touchscreen.